Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the dingus set screw was adjusted and a plastic piece wedged between generator was removed which prevented the system from moving back in x direction. A system checkout was performed and hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the imaging system door would not fully close and would not move in x- direction. There was no patient present at the time of the issue.